Event description:
It was reported that the guide wire used for the volume view femoral catheter was found broken when it was removed from the patient. During the investigation, the reporter stated that there was no resistance, rupture or vascular dissection was noticed when the catheter was inserted. A j-tip guide wire was used and there was no indication of a vessel calcification or tortuous, there was no difficulty to find the true lumen of the artery. In addition, it was not necessary to insert or withdraw the wire repeatedly through the needle and no difficulty was noticed when the catheter was placed over the damaged wire.

Manufacturer narrative:
A visual evaluation was performed from a photo submitted by the customer. As the device was discarded at the hospital. The photo shows a damaged ptfe coated guidewire protruding out of the guidewire holder. This model catheter should have a 0.032" x 60cm guidewire. The guidewire has two sections where it appears one coil of the outer wire has been stretched open. This condition may occur if the 18 gage thin wall needle is not positioned with the arrow marker up, placing the needle bevel in the correct position. The end of the guidewire also appears to be missing, although it's difficult to be sure without the guidewire being returned. There also appears to be an area on the wire where the ptfe coating has been scraped off. In the product IFU it notes not to withdraw the coated guidewire through the metal cannula needle as this may damage the guidewire coating. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.